Event description:
A peritoneal dialysis pt reported that after finishing treatment, he noticed that there was fluid leaking from the cassette door. There is no report of pt ill effect. There is no sample available for eval.